Event description:
It was reported that during a laparoscopic cholecystectomy (gall bladder) procedure, the clips did not close. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4).